Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that the resistance was experienced during the fill process. The customer declined assistance from tandem customer technical support regarding these issues. There was no reported adverse effect to the customer's blood glucose level.